Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted in resetting the pump, and the customer was informed that the pump could continue to be used. The customer was also advised to contact technical support again if any malfunction codes recur, which they acknowledged and understood.